Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Visual analysis of the returned device identified: fold creases, wear abrasion, and a curved opening on the anterior side. Leak test and microscopic analysis were performed which identified: cracked valve and three striated openings on the posterior and anterior sides. Based on the device analysis the final assessment is: a cracked valve seat diaphragm valve, three striated openings on the posterior and anterior sides, assessed as surgical damage, consistent in the use of some surgical tool. Creases are observed but have no relationship with manufacturing. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported right side deflation and "any creases." Device has been explanted.